Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump was cracked and had an intermittent power issue. The patient was treated in the emergency room for diabetic ketoacidosis (dka) with a blood glucose (bg) of 509 mg/dl. Patient had large ketones, nausea, vomiting, and difficulty waking up, and was treated with IV fluids and insulin via injections. The patient is off the pump. This complaint is being reported because the patient experienced dka and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found unexplained power-on reset events. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The battery compartment was found to have cracked from the top to the case seal along the side. The threads on the battery cap were stripped and it was unable to tighten properly onto the pump. The pump failed to power on using the returned cap. A test cap was used in the remaining testing. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or damages to the power circuit board was observed.